Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that there was a shock failure. Additional details have been requested. The device was reportedly in use on a patient, but no adverse event to the patient or user of the device have been reported.